Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin was squirting out during manual prime process. The customer's spouse stated that the customer had high blood glucose of 463 mg/dl at the time of call. The customer's spouse also stated that they found that insulin was leaking out of the reservoir. The reservoir will not be returned for analysis.